Event description:
It was reported that during a routine device change out, after the right ventricular lead was connected to new pulse generator, noise and low impedance were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.